Event description:
Additional information received from the manufacturer¿s representative (rep) reported they met with the patient and the tel-m ins reset tool was used to reset the neurostimulator. The newest software version (version 5) was used to update the neurostimulator firmware. After completion, it was confirmed the neurostimulator was successfully able to communicate with the clinician programmer. The rep was working on obtaining logs, reports, and scanned protocols.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the neurostimulator was unable to connect to the communicator. A request was made to have the manufacturer meet with them and restart the device.

Event description:
It was reported that they cannot connect to the ins via cp app. Rep has tried 4 different tablets and ctms. Technical services (ts) recommended trying to reset the ins but that didn't resolve the issue either. Ts recommended to try the patient's handset/communicator but both devices were depleted and were charging at the moment. Ts reviewed that if handset/communicator could connect and they see programming but couldn't turn off the ins, then ins may be in a tel-m lockup. If no communication is possible with handset/communicator then the ins system will need to be investigated with possible ins replacement. Rep stated patient was seen in healthcare provider (hcp) office back in dec 2024 and ins was at 71%. Rep also confirmed no falls, trauma, medical tests, other than an x-ray. Nothing out of the ordinary. Patient is getting some return of symptoms that started last week. Rep called back stating that they were able to connect to the ins with the patients handset and communicator. Rep removes the default for close proximity so they were able to turn therapy off and on today. Rep stated they still could not connect to the ins with the tablet. Ts will update engineering to the situation. Closed case.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.